Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0683-2019. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Device passed displacement test. Adjusted the audio options audio volume 1-5 and verified audio tone does not adjust accordingly due to corroded electronic assemblies. Unit received with corroded battery tube, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device received with hardware low level failure alarm noted during self test and confirmed in pump history (variable info = 3) due to broken trace at pin #1 on u1 keypad assembly.

Event description:
The customer was reported via phone call that insulin pump was exposed to moisture. The customer¿s blood glucose level was unknown. The customer stated that there was water in the battery compartment. The customer reported that the condensation in display screen, moisture and corrosion in battery compartment, crack on back of insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting was performed. The insulin pump will be returned for analysis.